Manufacturer narrative:
(B) (4). The incident was reported as intermittently turning on and off. The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hospital reported that, towards the end of an endoscopic vein harvesting procedure, the switch on the hemopro cutting device was turning on and off intermittently. The harvester kept activating and deactivating the switch to complete the procedure. The hospital reported no pt complications. Device will be returned. No replacement device was requested.